Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be confirmed as the subject device was not returned to olympus for analysis. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the video system center, in the middle of the case screen would black out, and all the lights on the 180 would come on and started flashing. The event was found during an unknown procedure. The procedures were completed with unspecified delay. There were no reports of patient or user harm associated with this event. This medical device report is related to patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer reported the equipment has been used several more times and have not had any more problems beyond that one day. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.